Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, no anomalies were noted at initial inspection. 24 hours of consecutive operation was confirmed after low battery indicator started blinking. (B)(4).

Event description:
It was reported that the time between the low battery indicator illuminating and power off seemed to be too short on the external pulse generator (epg). The nursing staff was not aware of the low battery indicator so battery replacement was not attempted after the low battery indicator starting blinking. The epg was returned for servicing. No patient complications were reported as a result of this event.